Event description:
Discrepant sodium and potassium results were obtained on a patient sample. The patient results were reported to the physician who questioned the results. After results were questioned, the laboratory retested the sample and a corrected report was issued. It is unknown if patient treatment was altered or prescribed on the basis the discrepant sodium and potassium results. There was no report of adverse health consequences as a result of the discrepant sodium and potassium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of the discrepant sodium and potassium results is unknown. The pattern of discrepant results is suggestive of preanalytical sample handling issues. Sample handling likely contributed to the problem with the imt system. The user did not follow the sample tube manufacturers instructions for use. The operator failed to follow tube vendor instructions for centrifugation duration. The IFU for dimension vista® v-lyte® imt sensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." Likewise. The ifus for the bun and creatinine flex(r) reagent cartridges contain a similar statement on specimen collection and handling: follow the instructions provided with your specimen collection device for use and processing. No further investigation is required.